Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and found sensor retracted to the other side of the sensor also found electrode broken. See attachment file for details unable to confirm customer received sensor damage due to customer returned opened and used. Also found needle with excessive dried blood on needle cannula.

Event description:
The customer reported via phone call that they cannot take the cover off of the needle during insertion and the serter did not release the sensor. Customer does not recall any significant events leading to the error. Customer's blood glucose was 156 mg/dl at the time of incident. Troubleshooting was done for serter and customer was advised on proper insertion techniques. The customer was advised that the device would be replaced and to return the product for analysis.